Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for a urinary tract infection on (B)(6) 2015 at 8 am with a high blood glucose level of 400 mg/dl. The customer fainted prior to the hospitalization. The customer was not wearing their insulin pump during their hospital stay. The customer did not mention any form of treatment for their blood glucose levels. The customer did not return the product back for analysis.